Event description:
A (B)(6) y/o female admitted for an elective coil embolization of a mca aneurysm ((B)(6) 2014), with possible device malfunction with premature release of coil into the mca branch requiring double stents. On (B)(6) 2014, the pt suffered a severe hemorrhage into a cerebral infarct complicated by plavix, aspirin and heparin. A craniotomy and decompression were performed with debridement of infarcted brain tissue from which she was unable to recover. She died on (B)(6) 2014. MFR rep (B)(4) notified by surgical staff (B)(4) 2014. Pt safety department verified that rep had been notified with call (B)(6) 2014.